Event description:
It was reported that the customer received a power source alert and that the pump battery could not be charged. There was no reported impact to the customer's blood glucose level. The pump is out of warranty. Further information regarding the customer or event was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.